Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04may2020.

Event description:
It was reported that the ventilator had a battery fault, unable to charge. There was no patient involvement. The service engineer (se) inspected the device. The se installed the battery plugged in the main power supply and the battery would not charge. The se replaced the battery and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.